Event description:
It was reported that the 9800 system x-ray tube was making a popping noise during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the filament was calibrated and beam aligned during the service call. The system was tested and found to be working as intended and put back into service.